Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: dr. (B)(6) clarified that the patient¿s gall bladder was very necrotic and spongy and when he fired the first clip on the cystic duct, the duct was torn in half. He attributes this issue to the condition of the gallbladder and tissue. He utilized the same device to complete the case with no issues and the patient has no adverse impact. The analysis results found that the er320 device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining nine clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First firing. Was the clip fully advanced into the jaws prior to firing? Asku. Were there any feeding issues experienced with the device? Asku. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Aksu. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? The surgeon is a frequent user.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing; firing across the cystic duct the cystic duct was cut in half. The clip scissored. The patient is still in surgery.